Event description:
It was reported that during an artificial urinary sphincter aus revision, the physician unintentionally injured the urethra while the patient was under local anesthesia. The procedure was discontinued, and no device was implanted. The patient was expected to use a catheter temporarily until the urethra healed. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of tissue damage was determined to be inadvertent and unintentional interaction of the product from the physician injuring the urethra during the procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during an artificial urinary sphincter (aus) revision, the physician unintentionally injured the urethra while the patient was under local anesthesia. The procedure was discontinued, and no device was implanted. The patient was expected to use a catheter temporarily until the urethra healed. No further patient complications were reported.